Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the channel clogged with foreign material during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation non-reportable findings are as follows: the grip has a scratch, the forceps channel port has a scratch, the air/ water cylinder has no color, the suction cylinder has no color, the switch box had a scratch, electrical connector has corrosion, due to a crack on the plastic distal end cover (c-cover) the insulation resistance value at the distal end did not meet the standard value, light guide lens (lg lens) bundle has breakage, c- cover has a crack, the lg lens has a crack, the lg lens has a scratch, and the connecting tube has a wrinkle. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope's distal end was torn. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the bending section cover glue. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.